Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg failed to communicate with external devices. In turn the patient received a new charging system. The charging system failed to communicate with the ipg. In turn the ipg was deemed inoperable. As a result the patient underwent surgical intervention wherein the ipg was replaced which resolved the issue. Effective stimulation was achieved post operatively.